Event description:
It was reported that "the arthroplasty was revised due to polyethylene wear and osteolysis in the acetabulum and the greater trochanter. The acetabular components and femoral head were revised. The components were implanted in situ for 12.7 yrs. The patient presented a ucla score of 6, three months prior to revision surgery and a maximum ucla score of 9 since implantation."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.